Event description:
Boston scientific received information in (B)(6) 2012, from a patient verification form that this patient had died during the implant procedure in (B)(6) 2012. The family member reported that the patient had died during testing of this implanted device. Subsequently, boston scientific received information from the local representative that the patient went into respiratory arrest during pocket closure following a drop in blood oxygen saturations. The patient could not be intubated and died shortly thereafter. According to the local representative, there were no allegations against the device and the defibrillation threshold testing did not cause or contribute to the patient's death.

Event description:
Boston scientific received information that this local representative spoke directly with the device-following physician. According to the physician, the procedure did not cause or contribute to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.